Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was experiencing a 400 mg/dl blood glucose (bg) level with moderate/high ketone levels on multiple days. The ketone level was identified by a healthcare provider as dangerous. Insulin injections were used to address the high bg level. The contact did not think the pump was pumping properly. As the customer did not report a high bg level at the time tandem technical support was contacted, troubleshooting to confirm if the pump was contributing to the high bg was unable to be performed.